Event description:
It was reported to vyaire medical that the 1206-mask aerosol under chin adult 50/cs was deformed when removed from the plastic packaging. The plastic packaging is lighter than the previous one and does fit the patient's face well. Also, the mask migrates into the patient's eyes. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. On follow-up, the customer confirmed that the masks pulled from the middle of the case are misshapen, didn't spring back into shape, and are unusable.  Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.